Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the generator failed an incoming vxi test (current drain) though when the test was rerun the device passed. Analysis also found that the upper and lower cases and battery drawer were broken and contaminated, the bail covers, ring cover, bails and ring were missing, the lead flex cover, main seal and battery drawer o-ring were contaminated, the battery contacts were compressed, the keyboard was scratched, the serial number label was torn and the liquid crystal display had its gasket showing. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.